Event description:
It was reported per field service report: symptom - intra-aortic balloon pump (iabp) display had horizontal white lines and scrolls downwards while on patient. Findings/actions taken: the pump was switched out without incident. There were no known complications or injury to the patient. The control head was replaced. Iabp in warranty.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.